Manufacturer narrative:
(B)(4). The insulin pump was returned for pump error 43 alarms found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thus software. The insulin pump passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 alarm noted during testing. However, pump error 43 alarm confirmed in the pump history files on (B)(6) 2021 at 2:37 am. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found moisture damage on the motor. The motor was tested outside of the device and passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. Pump error 43 alarms confirmed in the pump history files on (B)(6) 2021 due to moisture damage at the motor home switch.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer reported they were unable to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.